Manufacturer narrative:
Concomitant medical product: 4194-88 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had intermittent undersensing, as noted on stored electrograms (egm) during true ven tricular tachycardia/ventricular fibrillation (vt/vf). The lead remains in use. No patient complications have been reported as a result of this event.